Manufacturer narrative:
It was initially reported that the device would not be made available. The device was subsequently returned for evaluation. The labeling included with the device had a different lot number than what was initially provided. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation it was noted that the eds iii was visually inspected, 2 cracks in the plastic of the patient line stop cock was found. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the device with product code 82-1730, with lot number 120513, conformed to the specifications when released to stock on the 2nd march 2017. The root cause of the problem reported by the customer is probably due to over tightening, this however could not be determined. As noted in the IFU connectors should be finger tightened only. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
It was reported by the ous affiliate that an eds3 system leaked where connected to the catheter. Another device used to complete procedure.